Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3998, lot # la1068, implanted: (B)(6) 2002, product type lead.

Event description:
A manufacturer representative and the patient reported that the patient had their implantable neurostimulator (ins) replaced on the day of the report and since the replacement they were not feeling stimulation. The ins was implanted with the old extension and plugged into the 0 through 7 electrode port. The other port had a plug in it and all references on that portshowed greater than 40,000 ohms. The impedances were run at 0.7v with electrode 1 as the reference electrode and electrodes 2 and 3 showed 6,000 and 5,000 ohms impedance respectively. With electrode 0 as the reference electrode electrodes 2 through 7 showed impedances greater than 10,000 ohms and electrode 1 had 9,646 ohms impedance. With electrode 4 as the reference electrode, electrodes 5, 6, and 7 showed impedances of 2,000, 3,000, and 5,000 ohms respectively. Electrodes 0, 1, 2, and 3 were greater than 10,000 ohms impedance. The impedances were run again at 3.0v and 0-1 was 8,523 ohms, 0-2 was 10,477 ohms, 0-3 was 10,340 ohms, 1-2 was 3,412 ohms, and 1-3 was 1,917 ohms. They programmed on contacts 4, 5, 6, 1, and 3 and turned the stimulation up to 10.5v but no stimulation was perceived. No impedances were able to be referenced prior to replacement. They used fluoroscopy during the procedure and before the replacement the patient had x-rays to confirm the lead placement was within reason. The patient was going to be seen again at a post-op appointment. The patient was implanted for failed back surgery syndrome.

Event description:
Additional information provided by the manufacturer representative reported that they were unable to see the patient at their post-op appointment as the patient changed the time. It was noted that the cause of the impedance issue and the patient not feeling stimulation was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.